Manufacturer narrative:
System analysis/service repair: the reported system warm-up issue was confirmed and determined to be the result of a faulty lps. The pxa was upgraded and the lps replaced. The system was tested and verified to specification. The laser power supply (lps) will not be returned to ams.

Event description:
It was reported that with a patient under anesthesia and prior to beginning a prostate procedure, the xps greenlight laser system hung-up at the ams logo and could not complete the warm-up cycle. The case was performed using an alternate (turp) procedure. There was no patient injury reported.